Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. The patient was experiencing "episodes" of moderate tremor even when the ins was on and fully charged. It was alleged that the tremor was not controlled when the ins was below 75% charged. Increasing the stimulation did not help. The patient was given limits to increase stimulation further if needed. The hcp had only seen video of the episodes, and had not seen it firsthand. There were no recent surgeries, no recent dbs replacement, no shocking was reported, nor any medical condition that could have affected the battery. The issue had been ongoing the last few months, and nothing different or unusual had been reported by the patient. The patient had not been unwell. Reprogramming had not been performed because the patient's tremor control was good when they were not having these "episodes". Data provided to the manufacturer revealed the patient was charging with proper frequency and there were high impedances of 3954 ohms on c/0, 4791 ohms on 0/2 and 4449 ohms on 0/3, but none of these electrodes were used in programming. All other impedances were within normal range. Consultation with neurologist was discussed. No further complications were reported.